Event description:
As reported by the article 'transcatheter closure of aortic root rupture and pseudoaneurysm after surgical implantation of transcatheter valve in native mitral annular calcification with concomitant surgically implanted transcatheter aortic valve', the patient underwent a sternotomy with a 3-vessel coronary artery bypass grafting, and surgical implantation of a 29 mm sapien 3 valve in the native mitral annulus with calcification resection of the a2 mitral valve leaflet (sitral). The patient also underwent an implant of a 29 mm sapien 3 transcatheter valve in the aortic position under direct visualization. Post implant, the aortic valve was post dilated. However, the valve presented significant aortic paravalvular leak, and CT demonstrated an aortic root rupture. The paravalvular leak was successfully treated with a plug. The pseudoaneurysm was treated with an amplatzer vascular plug. The patient was discharged 2 days post procedure. One month postintervention demonstrated reduced paravalvular leak from severe to trace. However, the patient still demonstrated moderate dyspnea and fatigue on exertion. During the 6 months and 1 year follow ups, there was improvement with the reported symptoms, only mild residual dyspnea. Per the article, there is suspicion that the patient's heart failure was valve related.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause and source of the rupture with pseudoaneurysm cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. For index procedure events: the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.